Event description:
The initial reporter questioned positive results obtained with the hbsag g2 elecsys e2g 300 v2 assay on the cobas 8000 e 801 analyzer. The initial result was 3.78 coi (positive). The repeat result was 3.940 coi (positive). On (B)(6) 2023, the repeat result was 7.79 coi (positive). No additional testing or confirmatory results were provided.

Manufacturer narrative:
The analysis was performed on a cobas 8000 e 801 analyzer (serial number: (B)(6). The investigation was not conducted as no product issue was alleged, and no additional testing or confirmatory results were provided. As stated in the method sheet, it is the responsibility of the customer to confirm reactive hbsag ii results to determine whether they are true or false-positive. The hbsag confirmatory assay is available for this purpose. No further action was deemed necessary based on the available information.